Event description:
The device would not seal the tissue. The device was removed and another handpiece was opened.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.